Manufacturer narrative:
The insulin pump was received with cracked end cap, minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip. No damage on the end cap sticker or drive support disk noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that button portion of insulin pump fell out while changing infusion set. Customer's blood glucose was 209 mg/dl. Customer was advised that insulin pump would need to be replaced.